Event description:
Fire dept rescue responded to a nursing home, and found an 81-year-old female with a complaint of low blood pressure from the nursing home staff. Pt was placed on a monitor and found to be in v tach, pt had a palpable carotid pulse. Paramedics attempted to cardiovert, but were unable to get machine to synchronize, as message on lcd screen stated. Pt was not connected. Paramedics were unable to override this message, they were unable to either defibrillate or cardiovert. Pt arrived in ed and became pulseless. Pt expired in ed.